Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, the device was used to ligate the cystic artery and duct and had performed issues. Another device was used to completer the case. There was no consequence to the patient.

Manufacturer narrative:
D4; 8; h4, 6: info anticipated, but unavailable at this time.